Manufacturer narrative:
Updated section b5, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Added information to section e1 (reporter name). The implant date is known only as "(B)(6) 2021" and the event date is unknown. As reported, the inspiris valve was showing a mean gradient of 40mmhg on an echo performed 2 months before the awareness date. Thus, (B)(6) 2021 and an estimated event date,"(B)(6) 2024", are being used to calculate an approximate implant duration. Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 19mm inspiris valve implanted in the aortic was showing increased gradients (40mmhg) after an approximate implant duration of three (3) years and two (2) months. As reported, the patient was 63-year-old at the time of event. Reportedly, patient presented with a mean gradient of 40mmhg for two months and was reporting fatigue. Surgeon confirmed that gradients were normal right after aortic valve replacement. Reoperation was discarded as gradients kept stable and the echo showed correct valve opening: leaflets movement was functioning regularly. This decision could change upon patient evolution.

Manufacturer narrative:
H11: additional narrative. The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 19mm inspiris valve implanted in the aortic was showing increased gradients (40mmhg) after an approximate implant duration of three (3) years and two (2) months. As reported, the patient was 63-year-old at the time of event. Reportedly, patient presented with a mean gradient of 40mmhg for two months and was reporting fatigue. Reoperation decision will be made upon patient evolution as the leaflets were moving regularly.